Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report high blood glucose levels of 400 to 4000 mg/dl. The customer treated high blood glucose with the insulin pump. The customer reported seeing air bubbles in the reservoir. The customer also reported a no delivery alarm. The customer's device failed the high pressure test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners were noted during the visual inspection. The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests.